Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump passed the displacement test, the off no power test, self test, and reset error test. The insulin pump alarmed during the basic occlusion test due to a loose and protruding drive support disk. The functional tests could not be completed due to this alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a scratched case.

Event description:
Customer reported hospitalization due to blood glucose readings of 152 mg/dl prior to the hospitalization and 44 mg/dl at the time of the hospitalization. Customer stated that they experienced a seizure and were unable to wake up prior to the hospitalization. Customer was treated with IV drips at the hospital to bring the blood glucose readings up. Customer mentioned that the reservoir went from being full to empty. Customer also reported that the drive support cap was sticking out and insulin was squirting out during the manual prime. Customer then noticed a gap between the piston and the reservoir. Low reservoir, motor error and low battery alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 55 mg/dl. No further information reported.